Event description:
It was reported to philips that the uninterruptible power supply was shut down on its own, preventing a full system boot. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) checked the system on site and confirmed the reported problem. Philips field service engineer (fse) verified that the issue occurred due to a third-party ups provided by socomac. The customer was advised to contact the third-party provider for repair. The issue was resolved and corrected by the third party. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the third-party ups problem, and this ups is not a part of the philips component. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.